Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. The allegation and probable cause could not be determined. However, sensor failure were observed on the date of the event. The probable cause of the sensor failure was determined to be high counts aberration. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported she experienced sensor failures with several sensors. At the time of the sensor failures on (B)(6) 2023, dexcom's technical support agents assisted the patient with troubleshooting and starting the sensor sessions by the end of the calls. No blood glucose (bg) values were provided. At some point she began to feel symptoms of hyperglycemia and did not feel well. Later that day after the last sensor insertion in the abdomen and sensor failure she went to the hospital for treatment where she was diagnosed with diabetic ketoacidosis and her bg level was 1100 mg/dl. After three days of unspecified treatment, she was discharged home in stable condition on (B)(6) 2023. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.